Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The reported condition of main battery damage was confirmed during product evaluation. This condition was caused by deeply discharged (depleted/defective) main batteries. The main batteries were replaced to correct this condition. Additional information: a service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump was found with "main battery damage." It is unknown when this condition occurred. This condition had the potential to interrupt delivery. It is unknown if there was any patient involvement, patient injury or medical intervention reported related to the device. No additional information is available.